Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor issues. It was reported that the patient had the therapy for bowel and prior to getting the device, they had cancer and radiation that caused no control of their bowels. Initially, the therapy worked great; for a while, the patient was constipated all the time and they turned it up just a little, but that did not help, so finally they turned it down, but somehow the device got set higher than it was and the patient got this horrible jolt. It was noted it was turned up way high by accident and they turned it down and disconnected it immediately and it only lasted a couple of seconds. Ever since then, since 3-4 days ago, every morning, the patient had horrible diarrhea, had to take something for the diarrhea, and they wondered if the big jolt had something to do with the diarrhea. Before, the patient was so constipated, they could not go to the bathroom; now, the patient had to wear a pad and it was just e enough to get on the pad, sometimes a little more. It was noted when they were working with the patient¿s programmer, they did not change the setting that much ¿ it was at like 1.8 or 2. Troubleshooting could not be done at the time of the report due to a lack of access to the patient programmer. It was noted the patient would call their healthcare provider (hcp) and might contact the manufacturer when they had their patient programmer. No further complications were reported/anticipated.